Event description:
It was reported, the subject device had an image problem or poor image quality with spots or shadows on the image. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found that because the adjustment value in board unit is out of the standard, color tone of the image is not proper. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of the reported issue could not be determined. A device history record (DHR) review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the subject device had an image problem or poor image quality with spots or shadows on the image. There were no reports of patient injury or medical intervention associated with this event.